Event description:
A pharmacist reported a tubing leaked and a tip was cracked during a procedure. There is no known pt harm. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).